Event description:
It was reported; the inner sheath, for 26 fr. Outer sheath had cracks in the beak (ceramic tip).the event occurred during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to g4 - PMA/510(k) #

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h3 the device was returned to olympus for inspection. Based on the results of the investigation: break of the ceramic insulation at distal end. It was likely the following led to the error: degradation problem identified and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.